Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.

Event description:
It was reported that patient is experiencing pain and limited range of motion after right total knee arthroplasty.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The reported event was unable to be confirmed due to limited information provided. Device history record (DHR) was reviewed with no deviations identified. A definitive root cause cannot be determiend with the information provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Cmp-(B)(4) this follow-up report is being submitted to relay additional information. The following sections have been updated: unique identified (UDI) number: (B)(4). Medical product: femoral component, catalog #: 00576401552, lot #: 63125415 stemmed tibial component, catalog #: 00595003701, lot #: 63464995 drop down stem extension, catalog #: 00595006775, lot #: 63285526 all poly patella, catalog #: 00597206629, lot #: 63468381 navitracker kt a knee & spine, catalog #: 208000000007, lot #: 52829 gsf flex cm fm/mis pc, catalog #: 98000251715, lot #: unk if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.